Event description:
Caller reported a temperature alarm occurred, but it did not have an adverse impact on the customer's blood glucose level. The pump was not exposed to extreme temperatures or charging at the time of the alarm. The customer was unable to clear the alarm and resume insulin delivery. Technical support decided to replace the pump, although it was not under warranty, and the customer had a backup pump available.